Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after one-year post implant. EKG revealed lbbb so ep ordered cxr which revealed lv lead dislodged and pulled back into the right atrium. On (B)(6) 2021, the lead was explanted. The patient tolerated the procedure very well with no complications and was discharged home same day.